Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an emergency room visit due to high blood glucose. Customer's blood glucose reading at time of event was 171 mg/dl. Customer stated that the insulin pump alarmed no delivery and the piston would not move. Customer's current blood glucose reading is 115 mg/dl. Customer has treated with manual injection. During troubleshooting, the reservoir was inserted and manual prime was completed, no insulin coming out of tubing and the piston is not moving. Advised that insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.